Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient¿s heater bag emptying during fill 1. A review of the patient¿s treatment records identified that the patient drained 5815 ml during drain 1 of the treatment. This drain volume is 233% of the patient's maximum fill volume of 2495 ml. As a result of the iipv event, the technical support representative advised the patient to contact their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient¿s wife stated that per instructions from the pdrn, they reset up with all new supplies and the patient completed treatment on the cycler. The patient¿s wife confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. They did not know what caused the iipv but once they reset up with new supplies, there have been no further issues. The patient¿s cycler is working well, and the patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event.